Manufacturer narrative:
(B)(4).device evaluated by manufacturer: a pinhole leak was identified at 1mm distal to the distal edge of the distal markerband. A microscopic examination of the balloon material and of the distal markerband, could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The details of the lesion are unknown. The maverick 2 monorail 12mm x 2.0mm balloon catheter ruptured during the procedure. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.